Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved, unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error accompanied by symptoms. Wife is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of lethargy. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 28-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 28-aug-2020: h10: most likely underlying root cause changed from "mlc-62: user had poor technique" to " mlc-18: user has high glucose value".